Event description:
It was reported that stent damage occurred. A 28 x 3.50 promus premier stent was selected to treat the lesion. During preparation, it was noted that the stent got damaged.

Manufacturer narrative:
Device evaluated by MFR.: the entire distal portion of the stent was damaged. The stent struts were severely stretched and distorted with the most distal struts having the appearance of being pulled out over the catheter tip section. The proximal portion of the stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient. The balloon cones profiles were also reviewed with no issues evident. No issues found with the profile of the shaft. A visual and tactile examination found no issues with the profile of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 3.50 promus premier stent was selected to treat the lesion. During preparation, it was noted that the stent got damaged.

Manufacturer narrative:
Device is a combination product. (B)(4).